Event description:
It was reported that the user experienced hypoglycemia with a fingerstick and dexcom g7 reading of 52 mg/dl while disconnected from the pump, with no extra physical activity and an unclear cause; the event occurred in a nursing home and was treated by staff with oral glucose followed by a glucagon injection, after which glucose rose to 294 mg/dl and trended upward. Symptoms included low blood glucose requiring treatment. Outcomes included medical intervention with oral glucose and glucagon without hospitalization. Investigation included complaint intake review and user troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed no identifiable device malfunction and an undetermined root cause. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.